Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's son that customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 21 mg/dl at the time of the incident. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller was to call back. The pump had been alarming no delivery from december (B)(6) 2017. The customer also had a high of 900 mg/dl that led to emergency medical assistance on (B)(6) 2017. The insulin pump will not be returned for analysis.